Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer. The issue was resolved by technical support assisting the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappeared, which they acknowledged and understood.